Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely no image is displayed due to damaged charged coupled device unit. Moreover, it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip which resulted in burnt distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope displayed no image and burnt distal end. There was no patient involvement.